Event description:
The customer reported that the system kept shutting down on it's own. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 and ps2 power supply voltages were adjusted. The system was then found to be operating as intended.